Event description:
It was reported that the device reached recommended replacement time (rrt) in just over three years. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5071 x2 implantable pacing lead: (B)(6) 2003. 6947 implantable tachy lead: (B)(6) 2004. (Bz)(4).